Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart xl defibrillator froze after delivering shock to patient. Another device was used to treat the patient. There was no negative patient impact.